Event description:
The customer reported sixty-three (63) false positive results with the ID now covid-19 2.0 assay on direct tested nasopharyngeal samples collected with kitted swabs on multiple dates from (B)(6) 2022 to (B)(6) 2023 involving multiple known and unknown lot numbers. This report is for result ten (10) of sixty-three (63) and lot m218845 (total quantity 3). Confirmation testing was performed (pcr or lumipulse) on an unknown date using saliva samples which generated negative results. The customer indicated that there was no impact to the patients' treatment. No additional information was provided.

Manufacturer narrative:
G4: similar product to 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m218845 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m218845 and test base part number 192-430 / lot m218845. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m218845 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Manufacturer narrative:
G4: similar product to 192-000. The investigation is ongoing. A supplement report will be sent upon investigation completion or receipt of additional information. H3 other text : single use device, discarded.

Event description:
The customer reported sixty-three (63) false positive results with the ID now covid-19 2.0 assay on direct tested nasopharyngeal samples collected with kitted swabs on multiple dates from dec2022 to apr2023 involving multiple known and unknown lot numbers. This report is for result ten (10) of sixty-three (63) and lot m218845 (total quantity 3). Confirmation testing was performed (pcr or lumipulse) on an unknown date using saliva samples which generated negative results. The customer indicated that there was no impact to the patients' treatment. No additional information was provided.